Event description:
The customer alleged that she performed a control test and received a result of 66 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The customer did not have any test strips left from the bottle that gave the low result, so no product will be returned for eval. Replacement test strips were sent to the customer.